Manufacturer narrative:
(B)(4).

Event description:
Received information stating the patient experiences intermittent stimulation. For the past three days, he feels the stimulation stops and sometimes he feels it and sometimes he does not. When he lays down on his back or sits on the ins, he can feel stimulation increase, but then when he turns to his side, it stops. He only feels it when he rolls onto the ins. Patient is able to use the programmer and reports seeing the ins icon. He has not had any problems recharging or using the programmer. No fall or trauma related to this event, but patient is not sure if this is related to his activity. He feels a wire is "dislodged" from the ins. Patient's hcp is out of the office until (B)(6) 2011. Medtronic representative will meet with the patient soon to evaluate the device.